Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis was performed which identified one opening on anterior, flat creases, brown particles on shell surface and weight measurement under specification. A microscopic analysis was performed which identify an opening on anterior with striated edge assessed as surgical damage. Based on the device analysis the final assessment is: opening on shell due to surgical damage.

Event description:
Physician reported device ruptured during implantation.

Manufacturer narrative:
Further information from the reported regarding event, product, or patient details has been requested. No additional information is available at this time. This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time.

Event description:
Physician reported device ruptured during implantation.